Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4, f9 & h4: the lot number was not provided; thus the following information is unknown: unique ID, expiration date, approximate age of device, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is denmark. Block h3: the altatrack was discarded, thus no product evaluation was performed. Block h6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an altatrack wire was used in an aortic procedure. During use, a dissection was noted in the superior mesenteric artery. This adverse event is being submitted because the altatrack was in use when a dissection occurred. There was no alleged malfunction with the altatrack wire.